Event description:
Reporting status: death, reporting rationale: death, device issue: no device malfunction has been reported. It was reported that two graftmaster stents (4.0 x 16 and 4.0 x 12) were deployed and the perforation was sealed successfully; however, the patient died. There is no indication of a device issue; this is being conservatively filed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. It is reported that the use of the stent graft did not cause additional complications or adverse events. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction was reported. The other graftmaster stent mentioned is being filed under another MFR number.